Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 15 days.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient was found to have a critically low hemoglobin (hgb) of 6.5 g/dl as an outpatient. The patient arrived to the hospital after midnight on (B)(6) 2017. The patient was taking the anticoagulants warfarin and aspirin at the time of the event. The patient was admitted and transfused 2 units packed red blood cells (prbcs). Fecal occult blood test was positive. Colonoscopy and endoscopy did not reveal bleeding source. On (B)(6) 2018 gi was re-consulted for melena and decreasing hgb again. Capsule endoscopy was ordered for further evaluation. On (B)(6) 2018 a capsule endoscopy revealed 2 arteriovenous malformations (avms). Another unit of prbcs was transfused. Anticoagulants were on hold. The gi bleed was not a constant bleed, but intermittent. It had not yet resolved. The patient was still in house for the event. On (B)(6) 2018 the patient was scheduled for a double balloon enteroscopy in interventional endoscopy lab.

Manufacturer narrative:
Additional information. Device evaluation: the patient remains on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was discharged on (B)(6) 2018 with no signs or symptoms of continuing gastrointestinal (gi) bleed.